Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 6 events were reported for this quarter. Product return status 6 device investigation types have not yet been determined. Additional information 6 devices were labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 6 previously reported events are included in this follow-up record. Product return status 1 device was received. 2 devices were not available for evaluation. 3 devices were evaluated using data provided by the user or a third party.

Event description:
This report summarizes 6 malfunction events in which the device or cutting accessory fractured. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 5 events had patient involvement; no patient impact.